Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh that was previously recovered from a cadaveric donor skin. No adverse events reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 1, 2018, it was reported that the device produced an incomplete mesh that was previously recovered from a cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6) for evaluation. The device history record (DHR) and previous repair report skin graft mesher device, serial number (B)(4), reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report skin graft mesher 2:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) and previous repair report skin graft mesher 1.5:1 ratio cutter, serial number (B)(6) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) nine times as documented in the repair reports in livelink. The last repair was april 10, 2018 where it was reported that the device was producing an incomplete mesh and the roller, gear, spring pin, and comb were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(6) as documented in the repair reports in livelink. The last repair was april 10, 2018 where it was reported that the device was sent with skin graft mesher device, serial number (B)(6), for evaluation collars, bushings and gear were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(6) as documented in the repair reports in livelink. The last repair was april 10, 2018 where it was reported that the device was sent with skin graft mesher device, serial number (B)(4), for evaluation collars, bushings and gear were replaced. This is not a related issue. Product review of the skin graft mesher on june 22, 2018 revealed that the shoulder bolts and washers were worn and needed replaced on the device. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(6), and the 2:1 ratio cutter, serial number (B)(6) both produced incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 22, 2018 which included replacement of the washers and shoulder bolts. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the 1.5:1 ratio cutter, serial number (B)(6), and the 2:1 ratio cutter, serial number (B)(6) both produced incomplete cuts and were deemed non-repairable. However, the device calibration was within specifications and the device produced a passing sample mesh with the test cutter. The cause of the reported event was due to damaged cutters. During product review it was noted that the 1.5:1 ratio cutter, serial number (B)(6), and the 2:1 ratio cutter, serial number (B)(6) both produced incomplete cuts and were deemed non-repairable. It is unknown with this information how the cutters failed. Therefore, a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.